Event description:
It was reported that the data from the pulse generator could not be obtained. A different transmitter was used and data could be obtained only by manual transmission. The malfunction of wireless communication was suspected. The patient was stable and would be monitored.